Manufacturer narrative:
The pt was (B)(6) at the time of deflux implant. Pt underwent bilateral inguinal herniorrhaphy and at that time, the treating physician decided to implant deflux for the grade iii vur. The injection was uneventful and the pt was catheterized at 4 hours post-op to determine adequate volume. At 8 hours post op, the pt developed vomiting and anuria. A jj stent was placed without difficulty and removed (B)(6) weeks later. (B)(6) months later, there was no hydronephrosis and the vcug was negative. The family relocated and so no further info is expected on this case. On (B)(6) 2007, we provided a 3500a form covering 5 cases of ureteral obstruction reported in a literature article and gave the report our internal number of (B)(4). We explained that we could contact the authors to get details on these cases. This info was provided by one of the authors.

Event description:
Vomiting, anuria.